Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the elective replacement indicator was triggered for the device. Premature battery depletion was suspected. It was also noted that thresholds on the left ventricular lead were high. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.